Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 6/27/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that plunger rod was fully advanced. The cartridge had a stress mark that extended to the cartridge tip; the cartridge tip was deformed and damaged. Ovd was observed to be distributed throughout the cartridge. The lens module was opened and inspected; no issues were identified. The plunger rod was inspected revealing that the plunger rod tip was slightly bent and damaged. The handpiece was inspected, and no issues were identified. No further issues were observed. Conclusion: the complaint issue cartridge damage was identified during product evaluation. The observed cartridge tip cracked/damaged and plunger rod issue is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens cartridge was malfunctioned when it was being inserted into the patients eye. There was no adverse affect or injury and no surgical intervention was required. The procedure was completed successfully with same model different lens. Investigation confirmed that cartridge was deformed and damaged. No further information was provided.